Event description:
Spacelabs received a report that a telemetry system with transmitter model 90343, receiver model 90478, and on site central monitor model (B)(4) (as well as an offsite remote view central monitor) failed to generate alarms while in use with a patient. It was reported that the patient expired on (B)(6), 2015 at 1:56 a.m.

Event description:
Spacelabs received a report that a telemetry system with transmitter model 90343, receiver model 90478, and on site central monitor model 91387-38 (as well as an offsite remote view central monitor) failed to generate alarms while in use with a patient. It was reported that the patient expired on (B)(6), 2015 at 1:56 a.m.

Event description:
On february 26, 2015, spacelabs healthcare received the following complaint involving spacelabs healthcare telemetry transmitter model 90343, telemetry module model 90478 and sl3800 central monitor products. The complaint reported was that the monitoring room did not receive any alarms in regard to an event that occurred on (B)(6) 2015 at 1:56 a.m., which resulted in the patient¿s death.

Manufacturer narrative:
It was reported that the patient expired on (B)(6) 2015 at 1:56 a.m. Onsite testing of the involved devices by a spacelabs field service engineer (fse) confirmed that all equipment performed to specifications. Testing was witnessed by a facility staff member. Additionally, the fse discovered that the central monitor had the ECG suspend processing feature engaged. He informed the nurse manager that when this feature is engaged, ECG alarms are disabled. The fse also performed maintenance on the antennae system and secondary display sound cables which is unrelated to the reported event. The customer provided the patient retrospective database which will be reviewed at spacelabs by a lead software engineer. Spacelabs has launched an investigation into this event and will file a supplemental report upon completion of the investigation.

Manufacturer narrative:
Upon receipt of the complaint, a spacelabs field service engineer (fse) went onsite and tested the products referenced in the complaint in accordance with the performance tests listed in the service manual in order to determine product functionality. When testing the functionality of the alarm sub-system, no audible or visual alarm indications were initially generated. Upon investigation, the fse noted that ECG processing for that bed had been suspended. When ECG processing is suspended, the monitor does not perform any analysis. After the fse resumed ECG processing and returned the monitor to its normal processing mode, all tests passed. Secondly, the fse observed that six antennas in the 3rd floor telemetry system were not operational. Upon investigation, it was noted that one of the power cords in closet 3a was unplugged. After reconnecting the power cord and resetting power to one of the power supplies, functionality of the antenna system was fully restored. Lastly, the fse observed that the audio system at the central monitors on the 2nd and 3rd floors was not operational. Upon investigation, it was noted that the audio cables to the displays had been disconnected. After reconnecting the audio cables, functionality of the audio system was fully restored. The ics database that was provided by the customer was reviewed by a spacelabs lead software engineer. There were no alarm records in the ics database for the alarmable events that occurred; therefore, the conclusion is the ECG alarms were turned off at the monitor prior to (B)(6) at 11:19 p.m. ECG alarms can be turned off and on at the monitor by the clinician. While ECG alarms were off, the monitor would not have generated any alarms and no alarm records would have been transmitted to the ics database, as it was in this case. When ECG alarms were turned back on after 2:01 a.m. On (B)(6) there are nearly continuous high priority alarms. From the information provided we have concluded that there was no equipment malfunction. This report is complete and this issue is considered closed.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer (fse) confirmed that all equipment performed to specifications. Testing was witnessed by a facility staff member. Additionally, the fse discovered that the central monitor had the ECG suspend processing feature engaged. He informed the nurse manager that when this feature is engaged, ECG alarms are disabled. The fse also performed maintenance on the antennae system and secondary display sound cables which is unrelated to the reported event. The customer provided the patient retrospective database which will be reviewed at spacelabs by a lead software engineer. Spacelabs has launched an investigation into this event and will file a supplemental report upon completion of the investigation. Placeholder.